Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft with xpendient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Vessel tortuosity was reported to be moderate with severe calcification, and iliac access was reported to be tight. The pt was a poor surgical candidate, and was reported to be in frail health. It was reported that there was no bleeding and the pt was hemodynamically stable at the conclusion of the procedure. It was reported that the device was functioning appropriately. Post-procedure, the pt developed numbness and paralysis in their lower extremities, and the pt subsequently died on an unknown date. The cause of death is unknown. The physician states that the pt's advanced age and frail health contributed to the death, and that the death was not related to the stent graft.